Manufacturer narrative:
The device has been received and the investigation has not been completed. Once the investigation is complete, then a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diversion device did not open as desired and was removed from the patient. Prior to the event, the microcatheter was navigated to the middle cerebral artery (mca) and the medtronic 5 x 16 flow diversion¿s tip wire was pushed out approximately 5mm - 10mm. The distal braid was observed to have not flared out properly. Resheathing of the flow diversion device was performed to attempt to manually move the sleeves in order to redeploy the flow diversion device, but the device was still not opening. The exposed braid was pulled back to the internal carotid artery (ica) and more braid was deployed which was now opening better across the aneurysm neck, but the distal segment of the braid still had a tapered appearance. A decision was made to recapture and remove the device and delivery wire from the microcatheter. The same microcatheter was used again and navigated more distal into the mca to the m2 segment that had more of a straighter vessel than the one that was previously planned and a new 4.75 x 16 flow diversion device was delivered and it opened as expected. The procedure was completed with no further complications. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 8mm x 4mm located I the paraophthalmic segment of the right internal carotid artery (ica). The distal and proximal landing zones were 3.5mm and 4mm. The patient¿s vasculature was severe in tortuosity. The access vessel was the ica with a diameter of 5mm. The device was reported to be prepared as indicated in the instructions for use (IFU). The device was resheathed less than or equal to 2 times. The device was deployed more than 50% when it failed to expand. No additional steps were made to attempt to open the device besides resheathing.

Manufacturer narrative:
The pipeline flex with shield braid returned inside of a sealed bio-hazard bag and a shipping box. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex shield braid fully opened and moderately frayed. No blood was observed on the returned device. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex with shield braid were fully opened and moderately frayed . The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. There was no malfunction of the pipeline flex shield or conformance to specification identified that led to the failure to open issue. It is possible that the severe vessel tortuosity may have contributed to the reported issue. If information is provided in the future, a supplemental report will be issued.